Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "double beep with cassette" complaint was duplicated. In user mode starting the pump with a cassette attached and it alarmed for no disposable with a two-tone alarm. When the cassette was removed a double beep, alarm started. According to the investigation, in pmu mode during testing, the cd sensor appeared to be stuck low. According to the investigation, the bad cd/dso sensor caused the reported problem. Service will replace the dso to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep with cassette." It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.